Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient's cgm was displaying high glucose readings; however, the patient reported that he did not receive any hyperglycemia alerts or notifications from his dexcom receiver. No blood glucose (bg) meter readings were obtained at home because the patient did not have a glucometer available. The patient was also using an omnipod insulin pump at the time of the event. The patient reported experiencing a severe unpleasant taste in his mouth, prompting his spouse to take him to the emergency department (ed) for evaluation. Upon arrival at the ed, a bg meter reading of 518 mg/dl was obtained while the cgm continued to display high. The patient was treated with intravenous (IV) fluids. Approximately two hours later, a repeat bg meter reading was 687 mg/dl, and the cgm remained at high. The patient was discharged home after approximately five hours in the ed. Following discharge, the patient reported feeling tired and, at the time of the report, was experiencing a slight headache. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0135 taste disorder / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.